Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, that much more insulin was needed to observe insulin drops. Customer continued to use the pump for insulin therapy. There was no reported adverse impact.